Manufacturer narrative:
Concomitant medical devices: 4024-52 lead, implanted: (B)(6) 1995.

Event description:
It was reported that at a device check, it was noted that the lead had low impedance and the polarity switched from bipolar to unipolar. Manual measurement did not show that the lead impedance measurement was low. The polarity was changed back and reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.